Event description:
Provider states where the backrest attaches to the frame is bent on left side sitting behind the rollator, provider was not able to attach the backrest. Provider states box has been on the shelf, last order placed was in (B)(6) 2014. No further information provided. (B)(4).